Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, no pressure output signal to monitor system. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6) ). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a issue of no pressure output signal to monitor system. There was no patient involvement, and no adverse event was reported. A getinge field service evaluated the unit and found output connector striped from pcb. In order to fix the issue fse replaced front end board. Unit is repair and returned to customer for clinical use.